Event description:
Complaint was introduced to this device by a friend. It is thought that the device scans the body and detech abnormalties and then sends in radiowaves to promote healing. The complaint suffered a broken rib in the past. After the first session, for up t 2 hours they felt the effects of the device which included insomnia, discomfort, their toes were curled up and felt as if pt had been electricuted. "Their body lit up like a bulb". They felt energized. Then their muscles became weak. They were told they got too much energy and had to stay for 2 days at home. They felt as if an electric field surrounded them. They felt worse anytime they came close to the mouse of a computer and the computer itself. The same thing goes for a cell phone. They could barely walk, had pressure in the chest and at times gasps for breath. Pt had an MRI done in 2001 - result was normal.